Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated, cleaned and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze at all blocks, locked up and required a reboot to attempt to regain functionality. No patient serious injury or death was reported related to this event.